Event description:
Screw that holds the left front caster on popped and broke on the 65100 rollator. End user hit the floor and sustained a bruised back and a bruised and sore left toe. End user did not seek medical attention.